Event description:
The customer obtained results 306mg/dl and 147mg/dl on accu-chek advantage system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.